Manufacturer narrative:
The device history log for (B)(6) 2025, the day of the event, indicates the user programmed the pump using the dose rate calculator while the infusion pump was operating without a drug library. Instead of selecting propofol, the user chose "drug?" From the dose rate calculator. The user never adjusted the default concentration of 1 mg/1 ml to 10 mg/1 ml, which is the standard propofol concentration. This discrepancy would result in a 10x faster infusion rate. This finding aligns with the event as reported in the complaint, where the intended infusion rate was 13.0 ml/hr., but the logged rate was 130 ml/hr. Therefore, the infusion was run using "drug?" As the drug of choice, and the user inadvertently misprogrammed it. The available information does not indicate that the pump malfunctioned. Additionally, the operation manual includes instructions and explanations for using the dose calculator. The most probable root cause of this event is user error programming the infusion pump. The customer did not provide the outcome of the patient but confirmed that the patient required medical intervention to preclude harm; therefore, iradimed is reporting this event.

Event description:
It was reported that the customer experienced a potential over-infusion event. According to biomed, the intended infusion rate was 13.0 ml/hr; however, the infusion rate during the event was 130 ml/hr. The user stated that they were using the drug library and had selected propofol. Biomed inspected the pump and could not reproduce the increased rate using the drug library, but upon reviewing the log, he noticed that the user had selected "drug ?". Biomed wanted to confirm this finding by evaluating the history log, as user error was suspected. The patient's status was described as having "crashed during the event" and required medical intervention to preclude harm.